Event description:
It was reported that during the implant procedure, the pacing threshold measurements were too high even after multiple tests. The lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high pacing threshold measurements observed during the implant procedure.